Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted, and a new device was implanted to have access to newer technology. There were no complications during the procedure.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient¿s controller was displaying replacing message and the device was reaching end of life. Patient also would like to have device upgraded. Device explant procedure is anticipated in the near future. Patient continues to have therapy. No further information is available.